Event description:
An outside repair service was called into the facility to look at a bed, due to safety concerns, because a patient had fallen out of it. He did not have any further information as to whether there were injuries or the location of the patient in relation to bed. He did not know when the event occurred. He stated he found the up/down lever works in the opposite direction of what it should.

Manufacturer narrative:
The hill-rom technician stated that the nurse alleged a patient fell from the bed, but would not release any information regarding the patient or the event. The technician inspected the bed and found all of the bed controls operating properly, but the side rails were not installed. Side rails on the model 77 retractable bed were removable. The technician also indicated that a synergy air elite mattress overlay was on the bed. The model 77 bed was discontinued in 1979.